Event description:
It was reported that a patient had a revision surgery approximately 4 years after implantation due to disassociation of the glenoid baseplate from the liner. Upon removal it was also found that the baseplate was fractured. The patient complained of pain and a revision surgery was performed with comprehensive reverse shoulder system. The patient matched implant request reported initially for this case was no longer needed. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G2: foreign: japan. D10: liner s, item #0104440012, lot# 2993054; osc bld 19x1.27x90, item #tn190-127-90, lot# 1055949; access 3.2mm thd steinmann 9, item #110003484, lot# 285220; compr nano hmrl pps 38mm, item #115738, lot# 171050; dpsc screw 3.5/4.5x18mm, item #0104440018, lot# 3010122; dpsc screw 3.5/4.5x27mm, item #0104440027, lot# 2996243; versadial 42x21x43 hum hd cast, item #113134, lot# 066950; versa-dial/comp ti std taper, #118001, lot# 399140; compr nano 7in steinmann pin, item #31-406990, lot# 447980. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that a patient will have a revision for a patient matched implant due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.